Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during device replacement the device had a connection issue with the right ventricular (rv) lead. The rv lead and device showed high and unstable impedance, noise, electromagnetic interference and suspected rv damage. A new device was connected and the same issues arose. The initial device was reconnected and it was found that the set screw had not been tightened properly. The initial device was implanted and the rv lead remains in use. The second attempted device was not used. No patient complications have been reported as a result of this event.